Manufacturer narrative:
(B)(4). Customer only returned the catheter that was sheared and the wire guide. Per quality control specification, this device is inspected, verifying the distal tip of needle is smooth with no excessive sharpness, burrs or foreign matter and is correctly ground. It is also verified that the inside diameter of cannula is open and free of foreign matter and confirmed the beveled edge does not shave outer layer when tubing is withdrawn. All inspection steps are performed 100%, unless otherwise specified. The device is shipped with an IFU that states under the warnings section, "extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart." In step 3 of the instructions for use, "note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage." Per the event description, an "initial biopsy was taken." Subsequent to that the pt moved causing the "sheath to move and access was lost." The IFU does not instruct what action should be taken if access is lost. The causes leading to this device failure may be procedure related or due to pt anatomy. We will continue to monitor for similar complaints.

Event description:
The lab device was in place and an initial biopsy was taken. The pt took a deep breath, which caused the sheath to move and access was lost. A stiff glidewire and the 5f catheter were used to regain access. The anatomy required a sharp 90 degree angle to get into the liver. Upon removal of the wire and catheter, resistance was encountered. After the removed catheter was examined, it was decided to do a CT to see if any of the catheter had sheared off. (The CT scan was required for visualization as the catheter had no markers). A small segment (10 cm) of catheter was visualized in the pulmonary artery. After visualization, ir performed retrieval using a gooseneck snare.